Event description:
Bedside monitor began alarming for low bp even though patient was on norepinephrine. Upon assessment of patient, IV tubing found to be disconnected between tubing and distal luer fitting. [Tubing had slipped out of back end of luer fitting.] Monitor alarming for bp in the 50s/30s. Patient did not lose consciousness nor was symptomatic for low bp. Small amount of blood leaked out, about 10ml.

Event description:
Bedside monitor began alarming for low bp even though patient was on norepinephrine. Upon assessment of patient, IV tubing found to be disconnected between tubing and distal luer fitting [tubing had slipped out of back end of luer fitting.] Monitor alarming for bp in the 50's/30's. Patient did not lose consciousness nor was symptomatic for low bp. Small amount of blood leaked out, about 10ml.